Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. However for a rubber core being pushed through from the vile defect occurs because the customer is not using the product as intended. A review of the complaint lot history check was performed and this is the 1st related complaint for (rubber core pushed through on vile of propofol) on this lot # 1260085. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 1260085 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd blunt plastic cannula had cored. The following information was provided by the initial reporter : the distributor reported that a rubber core pushed through the needle on a vile of propofol.